Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathalon baseplate was reported. The event was confirmed through visual inspection of the photograph of the explanted device. Method & results: device evaluation and results: visual inspection: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted triathalon baseplate with evidence of a fracture. There is also the presence of biological matter. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right knee was revised due to a broken tibial baseplate. No trauma or other possible causes/ contributors to implant breakage were reported. When the baseplate was removed, the keel and one of the cruciform pegs remained in the bone and had to be removed separately. Patient was revised to a universal baseplate with a 100mm cemented stem.